Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to infected left hip arthroplasty, pain, marked increase in inflammatory markers and cell count, metal ions levels and the acetabular component appeared relatively inclined. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup but not for the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The infection is likely from a hematogenous spread from another site in the body and not related to a failure of the device. The relatively inclined acetabular component, potentially increasing the edge loading on the implant and ion production, as well as the fretting of the femoral head on the trunnion cannot be ruled out as contributing factors to the metal debris. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after undergoing bhmh-tha on (B)(6) 2006 due to avascular necrosis of hip. Patient suffered from infected left hip arthroplasty as well as pain with a marked increase in his inflammatory markers and cell count and metal ions levels. Also, the acetabular component appeared relatively inclined on the radiographic views, potentially increasing the edge loading on that implant and ion production. This adverse event was addressed by conducting a revision surgery on (B)(6) 2012, during which both resurfacing components were explanted. It was clear there had been some fretting of the femoral head on the trunnion. The trunnion itself appeared to be in good condition overall, however, on the inside of the femoral there was some blackened material, which likely was the potential wear generating source for metal ions. Posteriorly, there was a defect tracking around the back of the femur. This material in this area appeared to be different than the infected material that was identified proximally in the joint level. This had more of a caseating type appearance and consistency and may in fact have been secondary to metal debris. Patient was taken off the operating table and taken from the operating room in stable condition.